Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using the recharger for a pain stimulation implantable pulse generator experienced multiple issues with the external device. The controller battery was running out quickly, often did not finish charging, and would reach 100% charge but not last long. The controller reportedly ran out of power halfway through charging and displayed a message to change the batteries. The relay box was described as getting hot. The patient indicated that these problems had occurred several times previously and had required a new paddle in the past. Troubleshooting did not resolve the issues, and a request was sent to the repair department to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and stated that they had received the replacement recharger, but the issue is still persisting. Patient added that there was a rattling noise inside the controller. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
Patient product ID 97755-s, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755-s], s/n [(B)(6) ] found complaint unverified - found no issues with finding or charging ins. Passed final functional test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 event description has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and stated that they had received the replacement recharger, but the issue is still persisting. Patient added that there was a rattling noise inside the controller. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating that they received the replacement controller probably about three weeks ago or so and they were thinking that they're having problem with the paddle. Pt repeated previously documented information. Pt mentioned that their controller was at 100% when they were charging their implant (ins) however it doesn't go very long; the ins battery might get up to 50%, then a message that says "recharge your controller" would display. Pt stated that they always got a problem before, and it was always with the paddle. Pt mentioned that they "cut" the stimulation off when charging their ins so it would not consume energy. Pt confirmed that they checked the controller every once in a while, to see how far they've gotten. Agent reviewed best practices. Pt mentioned that whenever they got a replacement controller, they were always asked to keep the battery pack, and it was never replaced. Agent sent a request to repair to replace the battery pack.

Event description:
It was reported that a patient using the recharger for a pain stimulation implantable pulse generator experienced multiple issues with the external device. The controller battery was running out quickly, often did not finish charging, and would reach 100% charge but not last long. The controller reportedly ran out of power halfway through charging and displayed a message to change the batteries. The relay box and the recharger was described as getting hot. The patient indicated that these problems had occurred several times previously and had required a new paddle in the past. Troubleshooting did not resolve the issues, and a request was sent to the repair department to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction are made in b5.desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.